Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited loss of capture (loc) on the left ventricular (lv) lead. Technical services (ts) reviewed and noted there were also stored pacemaker mediated tachycardia (pmt) episodes. Ts provided assistance. This product remains in service. No adverse patient effects were reported.